Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset and assisted the caller through the process. After the reset, the caller successfully started their sensor session without encountering the error again.